Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the insertion needle. Suture/t construct was examined and t1 is was found to be bent, likely as a result of being removed from the patients meniscus. The actuator is in its post t2 position indicating a complete deployment. Functional assessment was performed for proper actuator advancement and cycling, device functioned as intended. This investigation is ongoing. (B)(4).

Event description:
Two ts were both released together when surgeon stimulated fast-fix 360 to push. Follow up received: the procedure was a meniscal suture. No implants were left behind. The needle had already pierced the meniscus and deployed the implant. A backup was available to complete after a ten minute procedural delay. The patient's post-operative condition was reported as okay.